Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor was unable to fire a pulse test. The cause for the failure was isolated to shorted q10 transistor on the defibrillator pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.